Event description:
Tubing ruptures during power injection use. The customer reported approximately 7 incidents have occurred. It was reported that 100-125cc of contrast media was being injected through the clave port of the extension sets at 1.5-4cc per second via power injector for unspecified CT studies. It was reported that in some unspecified instances, during the test dose cycle of a CT, a leak of contrast media was noted at the tubing to y-clave leg solvent bond. In most instances, the tubing reportedly ruptured between the clave port nad the male adaptor during power injection. Contrast media reportedly splashed across the pt's arm, pillow, and on the exam table, but not on the pt's face. The problem was resolved by replacing the tubing set, reinjecting the contrast media, and resuming the CT studies. There were no reported adverse pt effects. Though requested, no additional info was provided.